Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer was failed, and drawer was not pushing open without manual force. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the drawer had failed. The field service engineer (fse) found that drawer 3-2 was not releasing properly and had to be pulled open manually. Initially, the fse suspected the issue was with the drawer rails, but further inspection revealed that the problem was due to a broken left assembly bracket slide at the back, where the screws were located. This caused the drawer to be off balance and difficult to open. The customer had an auxiliary cabinet in storage, so the fse retrieved a bracket from it. The drawer was tested successfully in the hardware test application (hta). A proactive inspection process was also carried out. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer was failed, and drawer was not pushing open without manual force. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.